Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty crossing the lesion and a dissection occurred. The physician attempted to direct stent a liberte 4.0x16mm bare metal stent to the 75% stenosed lesion located in the moderately tortuous, non-calcified, proximal left circumflex (cx) artery, but was unable to cross the lesion. After the attempt to place the liberte stent a dissection was noted. Another device, unknown type and size, was used to complete the procedure. No patient complications occurred. Patient status post procedure is noted as stable.

Manufacturer narrative:
.